Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported during surgical procedure on (B)(6) 2025, the l5 drg lead was unable to be removed due to scar tissue. The lead was cut and partially left implanted in the patient. There was difficulty to insert new leads to the drg ipg causing impedances; therefore, the drg ipg was explanted and replaced. Issues were addressed and therapy was restored post-op.